Event description:
A health care professional reported that during cataract surgery with intraocular lens upon loading when the lens was being injected into the eye it has been observed that the leading haptic not positioned properly with no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).